Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as digging into their skin causing painful scarring and irritations. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied medi-honey gel on the area for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.